Event description:
Two units have been identified: in the volume-assured pressure support (vaps), the unit fails to give ventilatory breaths when the pt is disconnected and then reconnected. Staff is aware of this problem and "fixes" it when it occurs. The pt remains on one of the ventilators. According to the reporter, the MFR is aware of the problem, but the device is still available.